Manufacturer narrative:
Continuation of d10: product ID: azure xt dr MRI surescan pacemaker; product serial number: (B)(6); product type: permanent pacemaker; implant date: on (B)(6) 2023; explant date: n/a; product ID: capsurefix novus MRI sure scan; product serial number: (B)(6); product type: non-defib lead; implant date: on (B)(6) 2023; explant date: n/a; product ID: capsurefix novus MRI sure scan; product serial number: (B)(6); product type: non-defib lead; implant date: on (B)(6) 2023; explant date: n/a; updated data: b5, b7, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that a pre-existing permanent pacemaker was the reason for the increased gradients following the medtronic transcatheter valve implanted within a pre-existing non-medtronic transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {sapien 3 ultra thv 9750tfx, 20 mm}; product lot/serial number {(B)(6); product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2022}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter bioprosthetic aortic valve in a non-medtronic (edwards sapien 3 ultra) transcatheter heart valve (thv), severe aortic valve stenosis, a mean gradient (mg) of 58  millimeters of mercury (mm hg), moderate to severe central aortic insufficiency (ai), and new york heart association (nyha) functional classification ii to iii symptoms occurred. One day following the valve-in-valve procedure, transthoracic echocardiogram (tte) showed a mg of 21 mmhg. No paravalvular leak (pvl), no aortic regurgitation (ar) was present. No treatment or intervention were reported for the post-valve-in-valve mg.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the medtronic valve, the initial deployment implant depth was deep; therefore, the valve was recaptured and repositioned. A post-implant balloon dilation was performed as a standard practice for the implanting physician.

Event description:
Additional information was received which clarified corrected the previous reported information. The reason for the increased gradients following the medtronic transcatheter valve implanted within a pre-existing non-medtronic transcatheter valve was due to patient prosthetic mismatch (ppm) and not the permanent pacemaker.

Manufacturer narrative:
Updated data: b5, h6 corrected data: permanent pacemaker does not apply for this patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: intraprocedural fluoroscopic images were reviewed. The event refers to the implantation of an evolut valve in a previously implanted non-medtronic transcatheter aortic valve as per image review. Imaging evidence suggested that leaflet modification of the pre-existing non-medtronic transcatheter aortic valve (tav) was performed prior to the evolut implantation. Fluoroscopic valve load inspection was performed and confirmed a good load as per imaging. There was imaging evidence of at least one recapture as the first deployment attempt resulted in a very shallow position. During the subsequent deployment, the evolut appeared to be under expanded with indication of a possible infold, though it was difficult to see due to the radiopaque frame of the non-medtronic valve. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is ident ified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was released and subsequently, a post implant dilatation was performed which seemed to result in further expansion of the evolut frame per imaging. It was reported that one day following the procedure, a 21mmhg gradient was attributed to patient prosthesis mismatch. Transthoracic echo (tte) images provided from october 1, 2025 had suboptimal image quality. The evolut implant appeared to be at an appropriate depth. The aortic valve mean gradient was 21.50 mmhg, and the peak velocity was 2.96 m/s, which was consistent with mild aortic stenosis. The posterior mitral valve leaflet appeared calcified with limited mobility. Mild tricuspid regurgitation was present, with a pacer wire seen in right side. The left ventricular ejection fraction (ef) appeared normal at approximately 65%. There was the inability to confirm patient prosthetic mismatch without pre-tavr computed tomography (CT) or pre-redo tavr CT. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.